Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: visual examination of the returned device found the tip of the inserter broken off. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The following device was received as blind unit. Physical device lot:. Pg267824 for product code 259807440. Tracking no. (B)(4).